Event description:
It was reported that during implant, dft testing was unsuccessful. Three days after implant dft testing was performed successfully. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.